Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported she wore a tampon overnight approximately 7 hours and upon removal the string pulled out leaving the tampon inside her vaginal cavity. After several attempts, she was able to manually remove the tampon. She did not experience any adverse health affects and did not seek medical attention.